Event description:
The vitrectomy cutter failed to cut properly during surgery. The cutter appeared to pull the vitreous instead of cuttign it cleanly. Another cutter was used to complete the surgery. There was no injury to the pt.